Manufacturer narrative:
Continuation of d10: 6947m62 lead implanted: (B)(6) 2013 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient felt weak. The implantable cardioverter defibrillator (ICD) was checked and it was found that two days prior there was a lead integrity alert (lia) on the right ventricular (rv) lead triggered by high rate non-sustained episodes and sensing integrity counter (sic). It was also noted that over the past two weeks there has been an increase in  r-wave amplitude and an increase in rv thresholds. Additionally, the right atrial (ra) lead is noted to have undersensing during atrial tachycardia/atrial fibrillation (at/af) episodes and does not appear to impact the device function or performance. The leads remain in use. No further patient complications have been reported as a result of this event.